Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 320mg/dl with extreme thirst, was lethargic and had difficulty waking up. The patient reportedly did not require medical intervention. Animas customer technical support reviewed the pump with the patient: the correct battery type was used, the patient tried using different batteries and review of the pump alarm history indicated the battery life was less than expected. There was no indication of a replace battery alarm noted in history. This complaint is being reported because the patient experienced hyperglycemia allegedly due to the patient not being able to resolve the alarm issue leading to a power interruption.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 5:29pm. The reported event date from (B)(6) 2016 was observed to be overwritten in the black box. A review of the alarm history revealed a ¿call service (cs) 128¿ alarm on (B)(6) 2016 at 09:52am, following a prime operation recorded on (B)(6) 2016 at 11:50pm. The total daily dose appeared to be inaccurate due to duplicate records of (B)(6) 2016 and (B)(6) 2016. The returned battery cap secured tightly to the pump. During testing, the ¿ez-prime¿ steps were performed correctly; all current readings were within specification. The pump reflected 24units (u) after a 24 hour 1u/hour duration test. There were no errors, alarms or warnings that occurred during the investigation. The reported ¿short battery life¿ complaint was unable to be duplicated during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board or to the module. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal on the side. Also unrelated to the complaint, the display screen contrast was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).